Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the 30-degree endoscope plus.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the 30-degree endoscope rotated unintentionally after it was installed on a universal surgical manipulator (usm), and the 0-degree endoscope also had some problems. The customer was not sure how the problem was resolved but stated it may be returned manually by hand. The tse explained to the customer that the guided tool change function may have been activated at that time and explained how to cancel it. The procedure was completed as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device history record (DHR) review for the endoscope/system involved with the reported event was deemed not required by quality engineer since there is no indication of a manufacturing related issue. The probable root cause is attributed to improper customer setup. Based on tse notes the system issue was probable due to guided tool change being active. It was resolved by canceling guided tool change. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the clinical engineer informed the assistant just attempted to invert the up-down when the endoscope was to be removed from the arm. But as the guide tool change was effective, the assistance could not invert the image. There was no inverted image. The instrument moved freely with uncontrolled motion. There was no reverse control on system arms. The surgeon confirmed desired orientation when endoscope was installed. There was an indication of the image orientation provided to the user via user interface. There was no damage observed on the endoscope adapter/base such as missing screw(s) or component. The endoscope was manually rotated 180 degrees. The vision issue did not result in patient injury. The endoscope is not available for return.